Event description:
On september 14, 2010, the lay user/reporter, the patient's wife, in (B)(6) contacted lifescan to report the one touch ultra 2 meter would not power on. The technical service representative (tsr) contacted the patient to obtain and verify information; however was unable to reach him by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided in the initial customer service telephone call. On (B)(6) 2010 at 7:00 pm, the patient noted the reported meter would not power on; he was unable to obtain a blood glucose reading. At an unspecified time afterwards, the patient experienced the symptoms of "shivering' and he felt his blood glucose levels were high. The patient was fasting that day, and he had not taken his usual three doses of oral diabetes medication (type not specified). The patient was treated with herbal tea and one tablet of his oral diabetes medication. He did not seek any medical attention. It would have been helpful to determine if "shivering" is one of the patient's typical symptoms of hyperglycemia, if he felt better after taking the oral diabetes medication, his diabetes medication regimen, his expected blood glucose readings and if he had a backup meter. Troubleshooting revealed the patient had correctly replaced the meter's battery and the test strips were correct. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia (shivering) after he was unable to test his blood glucose level, due to the meter power issue, and received treatment with a drink. Therefore this complaint is being reported.

Event description:
A customer received discrepant gentamicin results for two patient samples. Initial and repeat testing were performed on the same cobas integra 800 clinical chemistry analyzer. Patient 1, initial gentamicin result was 4.0 ug/ml. The same sample repeated gave 0.7 ug/ml. Patient 2, initial gentamicin result was 1.1 ug/ml. The same sample repeated gave 0.6 ug/ml. The initial results were reported outside the laboratory. The physicians called and stated the patients had not been "dosed" yet and questioned the initial gentamicin results. The patients were not treated based on the initial results. The gentamicin reagent lot number was 62136501. The field service representative did not determine the cause of the discrepancies. He performed maintenance, cleaning, performance checks and quality control.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a crystal failure - x1. A secondary issue was also noted as battery low/dead. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Weight: not provided lot #: not provided the 510k#: k053529.